Event description:
Customer reported overinfusion on this pump. Overinfusion was discovered during biomed testing. Tech set pump to infuse 50ml per hour with a 25ml bag. No pt involvement has been reported at this time.